Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio then replaced the system pcb to user interface pcb cable assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed cable assembly and found the cause of the reported failure to be that line one was open between the cable-mounted plug connectors, designators p30 and p2.

Event description:
It was reported that the charge and shock buttons were not functional on the customer's device, which wouldn't have allowed the device to charge or deliver defibrillation therapy. There was no patient use associated with the reported failure.